Event description:
The subject of this complaint is the surestep meter. The reporter's wife has been testing her husband's reading four times a day. She thought she got an er1 reading from her husband's meter in the past few weeks. A friend told her about the replacement program. The wife, after reviewing the lifescan product family, decided upon the ft as their meter of choice. She was sent the complimentary product.